Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient can no longer hear with the device. The patient is not wearing the processor. An accident or trauma is unknown. Re-implantation has been suggested.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient can no longer hear with the device. The patient is not wearing the processor. An accident or trauma is unknown. The patient is to be re-implanted but no date has been scheduled.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient can no longer hear with the device. The patient has not been wearing the processor for a long period. No accident or trauma was reported. There was no swelling or redness noted around the implant site and no changes in health. The patient was re-implanted. According to the explantation report the housing was found to be slightly rotated prior to device removal.